Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer indicated via phone call that her husband had unexplained high blood glucose of 500 mg/d and was admitted into the hospital. The customer declined troubleshooting for high blood glucose and declined to provide information relative to how long the pump had been worn prior to or at the hospital. The customer indicated that the infusion set was changed but did not correct the high blood glucose. The customer indicated that the doctor would call for further information.